Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0aue6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer reported the patient had a shocking sensation. The patient had an unrelated surgery and the implantable neurostimulator (ins) was off for 10 days. Prior to turning the ins off, stimulation was not decreased. When stimulation was turned back on, the patient was shocked in their head and they yelled out. Stimulation was turned off and the issue was resolved. The shocking was not related to positional movement. The patient's indication for use is essential tremor and movement disorders.